Manufacturer narrative:
Manufactured with that lot #. This is the first and only complaint received on the lot #. Further checking the manufacturing charts of lot #2221538, no anomaly was found on the 55 devices manufactured with that lot #. Device analysis the instrument involved was returned to limacorporate for further analysis. Visual inspection found that the threaded tip of the instrument is severely damaged . It is visible that one of the threads had broken and partially detached. It is therefore supposed that the definitive cup was screwed in crooked in respect to the instrument's vertical axis, so that it caused an abnormal load on the thread causing its partial detachment. According to the surgical technique, following the acetabular reaming procedure, the trial cup is threaded onto the beater-positioner-aligner (product code 9057.20.555) or onto the multi-purpose handle (product code (9055.28.400) for visualization and assessment of fit, contact, congruency and orientation within the acetabulum. Then, the definitive cup with the same nominal diameter of the final trial cup used is impacted in the acetabulum. The definitive implant is placed onto the cup adaptor (size depends on cup's size) and to the wrench for delta cups (product code 9055.51.015). The definitive cup is so impacted. However, according to the received information, the instrument got damaged during the surgery when it was used to impact the definitive acetabular cup (belonging to lot #2221538), therefore the instrument had been used off-label. Considering that: · check of the device history records highlighted no anomalies on the components manufactured with lot #19ar05e; · the damage observed suggested that the cup was screwed crooked in respect to the vertical axis of the instrument; · according to the received information, the instrument had been used off-label. Indeed, it was used to impact the definitive cup, whereas the instrument is intended to be used with trial cups only; we can state that the event was not product related. It is hypothesized that the definitive cup was not properly screwed on the instruments thread, therefore the event can be classified as user related. Pms data according to our pms data, we can estimate the breakage rate of the thread of the instrument 9057.20.555 to be (B)(4)% (ww). Please note that this occurrence rate is overestimated because it does not consider the reuse of the instruments but only the total number of pieces manufactured. Limacorporate continues monitoring complaints as per internal post market surveillance procedures and further corrective/preventive actions are re-evaluated in the event of unexpected increases of the occurrence rate. Note: this is a final MDR.

Event description:
During a hip arthroplasty performed on (B)(6) 2022, the thread of the beater - positioner - aligner (product code 9057.20.555, lot #19ar05e) broke. It was reported that when the delta tt acetabular cup d.52mm (product code 5552.15.520, lot #2221538 - ster. 2200286) was inserted and flushed, the broken tip of the impactor was noticed. It was reported that the definitive acetabular cup needed to be removed because its angle was not appropriate. The cup was again inserted, and according to the received information the thread of the instrument broke when the acetabular cup was removed. No residual fragment was confirmed on the patient. According to the received information, the number of uses of the instrument is not known. Due to the issue the surgical time got prolonged of 2-3 minutes. Surgery was successfully completed using another instrument. Patient is a female. Event happened in japan.

Manufacturer narrative:
Checking the manufacturing charts of the involved lot#: 19ar05e, no pre-existing anomaly was found on the 15 components manufactured with that lot#. This is the first and only complaint received on the lot#. We submit a final MDR when the investigation gets completed.

Event description:
During a hip arthroplasty performed on (B)(6) 2022, the thread of the beater - positioner - aligner (product code: 9057.20.555, lot#: 19ar05e) broke. It was reported that when the delta tt acetabular cup d.52mm (product code: 5552.15.520, lot#: 2221538 - ster. 2200286) was inserted and flushed, the broken tip of the impactor was noticed. Indeed, it was reported that the definitive acetabular cup was removed because its angle was not appropriate. The cup was again inserted, and according to the received information the thread of the instrument broke when the acetabular cup was removed. No residual fragment was confirmed on the patient. According to the received information, the number of uses of the instrument is not known. Due to the issue the surgical time got prolonged of 2-3 minutes. Surgery was successfully completed. Patient is a female. Event happened in japan.